Event description:
It was reported when using the bd pyxis medstation system the patient admission details were missing. The customer reported that the room 360a was missing in the pyxis. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient admission details were missing on the station. The technical support specialist guided the user on the configuration changes path to increase the admission inactivity days to 6 or 7. Then the patient details started showing up. The system functioned as intended after the technical support specialist troubleshooted the device.